Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging. During visual inspection, the stent delivery wire was advanced through the catheter. The subject stent was seen partially deployed from the tip of the catheter tip. The stent delivery wire was kinked and the stent was deformed. The introducer sheath was not returned. During functional testing, the stent delivery wire was advanced to fully deploy the stent from the catheter without difficulty. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint code could not be confirmed during device analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. No additional information was provided by the physician. The stent was returned for analysis partially deployed from the distal tip of an excelsior sl-10 microcatheter. The stent was fully deployed without any friction experienced. The deployed stent was deformed at the distal (open cell) end and also the middle section. The stent delivery wire was returned for analysis and was kinked/bent. The as reported event of the stent difficult/unable to transfer as well as the as analyzed events of the stent deployed prematurely during use, the stent delivery wire kinked/bent, and the stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device showed that the subject stent deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event.